Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 33.2 mmol/l (mobile) and 9.2 mmol/l (aviva). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).